Event description:
It was reported that at some point following initial implant the patient had a pocket revision done secondary to resolving pain at the pocket site. Patient was alive with no injury. It was later reported that she had a ¿botched up surgery with a lot of problems¿ but problems were not related to the device. Following the patient¿s first implant on (B)(6) 2012 the patient had inflammation ¿all around the side¿ and at the implantable neurostimulator (ins) site. The inflammation caused the ins to turn in her back and was sticking out of the patient¿s side. It was noted that the patient had to have to surgery repeated and had a surgery to move the ins in (B)(6) 2012. Patient had a seroma. Patient had a CT scan which confirmed that she had a seroma. Additional information received reported that the patient had shown a picture of what had appeared to be the device pocket that showed diffuse bruising.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information received from the patient on 11-nov-2016 reported that the "botched surgery" she had reported was due to her body rejecting it.

Event description:
Additional information reported the patient's (B)(6 )2012 procedure was needed due to the "botched" (B)(6) 2012 procedure. It was stated the (B)(6) 2012 procedure was excellent and the patient had no problems as a result of the surgery. It was reported the patient "still had nerve problems at the site of the last surgery and had pain when using the unit which had been going on over the last several months" prior to follow-up. The patient noted the pain was "not related to the unit" and that it was "related to the nerve damage in her left leg." It was noted the patient had not used her device in months and had considered getting it removed. It was further noted the patient was reprogrammed and was able to use the device some. The patient reported her life had been severely hindered since getting her device and that she was on four more medications than she had taken prior to implant. The patient further reported the device "was supposed to improve my life, not destroy it."